Event description:
It was reported that the user experienced a low blood glucose of 59 mg/dl after skipping breakfast and subsequently eating oatmeal for lunch, treated with oral carbohydrate (honey), with glucose rising to 75 mg/dl and trending upward; the user also requested clinical guidance regarding upcoming antibiotic therapy and its potential impact on glucose. Symptoms included hypoglycemia. Outcomes included recovery without escalation or hospitalization. Investigation included troubleshooting and education regarding low glucose management. Investigation of this case revealed no device malfunction or component issue reported, and the event was consistent with hypoglycemia of unclear cause in the context of missed meal and subsequent treatment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.